Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at c3-7 to treat stenosis. It was reported that the mas connector set screw sheared off during tightening of the setscrew. The connector setscrew could not be removed from the patient. The surgeon placed a new crosslink that spanned from rod to rod. No additional patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.